Manufacturer narrative:
Technician found stiffener plate and bushings are worn out. He replaced stiffener plate and bushings to resolve. No patient impact reported.

Event description:
Technician alleged brake not holding when pedal is set.